Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a battery voltage of 2.68 after 32 months of implant. There was an allegation of premature battery depletion against the device.

Manufacturer narrative:
A copy of the device memory was analyzed by engineering. The results stated that this device did not reach 2.65 v before 27 months of implant. A boston scientific technical services (ts) consultant recommended normal follow-ups every three months and stated that this device is not being affected by the advisory. The device was later explanted after reaching elective replacement indicator (eri). The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.